Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately one year and one month following the implant of this transcatheter bioprosthetic valve, into horizontal aortic anatomy with calcification on the native left coronary cusp, the patient experienced shortness of breath and fatigue. An echocardiogram revealed severe paravalvular leak (pvl) at the left coronary cusp and showed the valve implanted at a 12 mm depth instead of the initial implant depth of 6-8 mm. Five days later, a second transcatheter bioprosthetic valve was implanted, valve-in-valve, at a depth of 4-6 mm. A slight reduction in pvl was noted. A balloon aortic valvuloplasty (bav) was performed reducing the pvl to moderate.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak was most likely due to sub optimal position since the valve ended up at dept of 12 mm. Migration is a known potential adverse effect per the instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification and under expansion of the valve. With the limited information, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.